Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 15, 2015 (B)(4).

Event description:
End user reports he developed a pressure ulcer while using a competitor's product. He switched to a convatec wafer and the ulcer has worsened. He states the ulcer is open superficially located under mass at 12 o'clock position and measures 38mm. He cleans the area with normal sterile saline. He sought treatment from wound and stoma doctors who performed a biopsy of the affected area. Treatments have included dressing the ulcer with medline alginate dressing. His current treatment is with hydrofera blue dressing.